Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has an alarm issue. Per a good faith effort (gfe) response received, it was confirmed that the alarm occurred, but it is unknown what alarm it was. It was observed that the heat dissipation filter cotton was too dirty, resulting in poor heat dissipation. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The device returned to normal after cleaning the heat dissipation filter cotton. No further information about this case was able to be obtained. Philips is unavailable to determine if the device failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.